Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, " insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer experienced elevated blood glucose levels (495 mg/dl). Reportedly, the customer stopped insulin delivery the previous night to take a shower adn forget to resume insulin delivery. Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered a 25 unit bolus via the pump and a 20 unit manual injection to stabilize blood glucose levels. Cold insulin was used to load the pump.